Event description:
It was reported that the user consumed a meal without announcing it to the ilet and experienced elevated blood glucose afterward, then relied on the system¿s correction algorithm along with hydration and walking to bring glucose toward target; education was provided on proper meal announcements. The user and caregiver had questions on other treatment options and were advised on the unsuitability of using long-acting insulin injections in conjunction with the ilet. Symptoms included hyperglycemia with a peak of 260 mg/dl. Outcomes included no alarms, no medical intervention, and no hospitalization. Investigation included customer interview, review of device use and algorithm behavior, and troubleshooting education. Investigation of this case revealed user-related use error due to a missed meal announcement with expected device performance and no device malfunction identified. It was concluded that the event was attributable to user management of meal dosing rather than a device failure.